Event description:
Pump was returned for service with the report that it had turned off spontaneously. No pt injury or medical intervention has been reported. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred.